Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day following implant, the right ventricular (rv) lead triggered a high voltage lead impedance alert for undefined impedance. No further anomalies were noted and the rv lead remains in use. No further patient complications have been reported as a result of this event.